Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer allegation was confirmed. Additional non-reportable malfunction were found during device evaluation are as follows: distal end (c-body) had a chip at pink probe and deep scratches at biopsy (bx) opening, the bending section cover rubber glue had a crack, ultrasound image had six broken elements, insertion tube had a dent, low angulation, labeling recommended- customer sticker at body control unit (bcu). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic bronchovideoscope had image problem picture was fuzzy. The ultrasound image was terrible and regular image was distorted with a pink hue. The issue was found during preparation for use of an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the results of the legal manufacturer's final investigation. Updated fields: h6, h10 corrected fields: h4, h10 correction to h10: the customer reported issue was only partly confirmed. While the issue, ultrasound image was terrible, was confirmed, the pink hue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation the probable cause of the reportable malfunction, pink hue, could not be identified as the issue was not reproduced. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.